Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during bench testing of this smiths medical cadd solis hpca pump, the pump failed accuracy testing. It was reported that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing involved three separate accuracy tests and showed that the pump was within manufacturing specifications. Based on the investigation, the complaint allegation was not confirmed.